Event description:
Low volume accuracy during biomed testing. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event.